Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Patient reported right side "nodule in right breast for 1 year; sometimes it swells and hurts". Additional information noted "presence of small amount of fluid around the implants, without clinical significance". Patient had complained of breast pain and is uncomfortable to stay with current implants [due to recall]. On physician examination, patient presents with hardening, and MRI performed noted capsular enhancement, suggestive of contracture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later confirmed baker grade iii capsular contracture.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.